Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced kinked cannula issue on (B)(6) 2026 which resulted in hyperglycemia and the patient got treated by changing the infusion set. No further information is available.